Event description:
It was reported that the patient experienced infusion set fell off due to sweat causing high blood glucose and treated with insulin pen event on (b)(6)2026.

Manufacturer narrative:
E1: Patient city:(b)(6)Patient country: SpainName: (b)(6) Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545Manufacturing Site: 8021545.